Manufacturer narrative:
The balloon material was noted to be pulled over the tip material, most likely due to the removal of the inflated device. The tip material has also been stretched. The balloon material was flattened with the marker bands not positioned correctly. The balloon bond was stretched and necked. The distal shaft was stretched, flattened and twisted at 14.5cm distal to the guidewire entry port with numerous slight pinches along the distal shaft of the device. The guide wire entry port was stretched and deformed. Crystallized residue was visible in the inflation lumen and in the balloon. It was not possible to inflate the balloon to perform deflation time testing due to the stretching of the balloon bond and damage to the balloon material. A 0.015 inch patency mandrel could not be fully loaded through the inner lumen due to the damage on the device. (B)(4).

Event description:
The physician was attempting to use one euphora balloon in a moderately calcified lesion in the lcx with 80% stenosis and moderate tortuosity as a trapping balloon to remove micro-catheter proximal to the lesion site. No damage was noted to the packaging and no issues noted when removing the device from the packaging. It is unknown if the device was inspected or if negative prep was performed. Wire and microcatheter were in the 6f launcher guide. Balloon was brought into guide without wire and placed distal to microcatheter tip, to not damage it and allow retrieval. Balloon was inflated to sub nominal pressure to allow enough grasp to hold wire and not lose wire position. Micro catheter was taken out. Balloon pressure was taken out easily and balloon was retrieved deflated. It took at most 1min and put on wire, be advanced to the lesion and inflated. When time came to deflate it would not deflate. The physician attempted to use a 20cc syringe and suctioned back several times without success. The physician then tried inflating to burst without success. The balloon was gently pulled back to the left main which bought more time to try again to deflate. The physician then used syringes again of varying sizes for at least 20-30sec without visual deflation. Would not enter guide, tugged it snug to guide and pulled the whole system out. Had to hold 6fr sheath and pull system out because it caught there as well. Balloon was still inflated when it came out. Physician forcefully pulled balloon to get it out of the guide, when the system was already outside of body. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.